Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? V1038. Could you please confirm if the patient suffer from any consequence due to the (breakage suture)? If yes please explain. No complications were reported as it happened on table during would closure and new foils were used. Could you please clarify how many devices present the issue (breakage suture)? Only 2 foils snapped as reported. Events reported in 2210968-2021-11842.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2021 and suture was used. During the procedure, while tying knots, the suture snapped. Another like device was used. There were no adverse patient consequences, no additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/05/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Retained sample evaluation: five retain samples of incident code nw3328 and lot v1038 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 14.77 n and value at release was found to be 13.86 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 9.41 n all the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw3328/lot v1038 no other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? V1038. Could you please confirm if the patient suffer from any consequence due to the (breakage suture)? If yes please explain. No complications were reported as it happened on table during would closure and new foils were used. Could you please clarify how many devices present the issue (breakage suture)? Only 2 foils snapped as reported. Events reported in 2210968-2021-11842.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2021 and suture was used. During the procedure, while tying knots, the suture snapped. Another like device was used. There were no adverse patient consequences, no additional information was provided.